Event description:
The reason for call was patient stated they were having a problem with their stimulator for about 2.5 weeks. Patient said they charged last night to 100% around 1:30am, but this morning the battery was already down to 40%. Patient then said they were charging 2-3 times a day and didn't know if the stimulation was working either. Patient said when they sit in their computer chair, they were starting to get pain in their lower back and butt from sitting and was getting lower back pain every once in a while. Patient said when they first had the implant, they didn't have that pain anymore. Patient confirmed they had not had any falls or trauma to that area. Agent asked, patient said they hadn't changed programs or intensity. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.